Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 was not detected on the bus. A field service engineer inspected it in diagnostics, opened the drawer by popping out the pockets, and observed that they did not pop out on the row board and the light emitting diodes (leds) were not blinking. The engineer then shut down the station, removed the row board, and noticed some liquid spillage. The row board was replaced and cleaned to resolve the issue. The system functioned as intended after the field service engineer repaired the device.